Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a sensor was removed and did not have a cannula attached. The customer's blood glucose reading was 107 mg/dl at the time of incident. The customer was advised that the sensor would be replaced and to return the product for analysis. No further details given.